Event description:
It was reported that the patient had inappropriate shocks due to a fast atrial fibrillation with a rate greater than 200bpm. The patient was hunting at the time of the event. The rate enters the conditional shock zone and there are parts of the episode where there is undersensing via a wide intrinsic complex. The first shock put the patient into a ventricular fibrillation. The next shock converts the patient. The device sensing vector was set to the secondary vector at the time of the shock. Also, the high energy shock impedance was 140 ohms. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.